Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit tamper seals were found on pump and on left plunger case. Broken plunger lever and cracked on bottom case. Pump gave super cap post alarm during power up a black capacitor was on the main board. Counterfeit left plunger and top case. Invalid syringe size in event history log. The technician performed syringe test, checked the size calibration verification on both qc slugs. Intermittent invalid syringe size error was found during syringe test and failed size calibration verification on both qc slugs. The root cause of the reported issue was found to be barrel clamp head screw was found extremely loose. Replaced barrel clamp head screw. Performed syringe test and all functional testing which passed.

Event description:
It was reported that the pump was not sensing syringe occurred. No patient injury was reported.